Event description:
It was reported that while using the bd luer-lok¿ syringe the rod became separated and there was leakage. The following was received by the initial reporter: cause code: syringe stopper damaged/defective (rod got ejected along with product) complaint description: plunger removed from syringe while the nurse was trying the injection. The product was reconstituted in the vial. The vial was then put upside-down in order to take the product with the syringe for injection. But during the collection, nurse felt a pressure on the plunger (that she didn't felt before injecting the vial) and the rod got ejected along with the product.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. The complaint appears to be for the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that while using the bd luer-lok¿ syringe the rod became separated and there was leakage. The following was received by the initial reporter: cause code: syringe stopper damaged/defective (rod got ejected along with product). Complaint description: plunger removed from syringe while the nurse was trying the injection. The product was reconstituted in the vial. The vial was then put upside-down in order to take the product with the syringe for injection. But during the collection, nurse felt a pressure on the plunger (that she didn't felt before injecting the vial) and the rod got ejected along with the product.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.